Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken, and it was replaced. Analysis also found the upper and lower cases, side bail covers, lead flex cover and battery drawer were broken, the battery contacts were compressed and contaminated, the battery flex was corroded and that it needed a battery drawer o-ring. (B)(4).

Event description:
It was reported that the output connector on the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the output connector on the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.